Event description:
This (B)(6) female with acs underwent successful stenting of the proximal (2) and mid rca (1) on (B)(6) 2010. The patient came back on (B)(6) 2010 for a planned staged intervention to the lad (1), which was also successful. The cec minutes of (B)(6) were received on (B)(4) and reviewed, adjudication status-final report. The committee agrees with arc peri-procedural- related to device and to the index procedure. This event has been presented to the cec, as the enzymes were greater than three times the unl prior to the start of the procedure, increased slightly after the procedure and started in downward trend after the procedure; this is consistent with the natural progression of an mi already in progress. The committee disagrees with protocol definition for mi and stent thrombosis for the index procedure as well as arc for stent thrombosis, which is consistent with the reported information. The committee also agrees with arc peri-procedural mi on (B)(6) 2010 which is consistent with the definition. A code of mi has been added for the staged procedure stent. The committee disagrees with protocol definition for mi and stent thrombosis for the index procedure as well as arc for stent thrombosis, which is consistent with the reported information.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of four products used during the index and staged procedures in the same patient. Please reference MFR report #s 3003742446-2011-00345, 00346, 00347 and 00348.

Manufacturer narrative:
Re-adjudication of arc defined peri-procedural mi occurring on (B)(6) 2010: upon further investigation, the event of arc-defined peri-procedure mi on (B)(6) 2010 for the patient (B)(6) was re-adjudicated as no event to arc-defined peri-procedure mi (comment: pre-procedure mi), therefore this event is no longer considered reportable, as it occurred prior to the index procedure. No further followup will be forthcoming.